Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the battery has died in the insulin pump. Customer's blood glucose is 600 mg/dl. Customer had eaten a meal and did not realize that the insulin pump was not delivering insulin. Customer stated that she was feeling bad. Customer called paramedics to treat the high blood glucose. The battery was changed and the insulin pump began to work. Customer also stated that she feels the insulin pump does not deliver insulin when the reservoir is low. Advised customer that the insulin pump will be replaced. Nothing further reported.